Event description:
Customer reported unexpected positive reactions with anti-fyb antisera, lot #613012 when testing donor sample. The donor has been previously tested asfyb negative 3 times prior to this with different lots of anti-fyb antisera.

Manufacturer narrative:
In-house testing confirmed the reactivity of retention anti-fyb, lot 613012, by testing the antisera with four fy(a+b+) red cells from retention panocell-20, lot 52423, along with three fy(a+b-) and one fy(a-b-) red cells from retention panocell-10, lot 49377. The donors for the fy(a+b-) reagent red cells have donated greater than four times at immucor. All red blood cells resulted appropriately for their respective fy(b) antigen type. All retention products performed as expected. No sample or product was returned from the customer for evaluation.